Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, the ventilator did not recognize the power pac battery and ac power and then the unit shut down. The patient was manually ventilated and transferred to another ventilator. There was no reported serious or negative patient consequences.